Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that the impaction plate broke during impaction product evaluation and results: visual inspection: visual inspection showed the impaction platform broken into two separate pieces. Please see attachment. Functional inspection, dimensional inspection and material analysis were not completed as visual inspection confirmed the failure. Product history review: review of the device history records indicate 29 devices were manufactured under lot 45011115 and 29 devices were rejected for missing documentation on 11/13/2015. The missing documentation was supplied as part of qt-15-11-0040 and all 29 devices were accepted into final stock on 12/15/2015. Complaint history review: review of complaints for p/n 206270, l/n 45011115 within the trackwise database show 02 other complaints related to the failure in this investigation. Complaint investigation(s) pr: 1559082, 1803573 conclusions: visual inspection showed the impaction platform broken into two separate pieces. Failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Broke during impaction. Case type: tha.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broke during impaction. Case type: tha.